Manufacturer narrative:
.

Event description:
It was reported the patient was hospitalized with diabetic ketoacidosis while using the infusion device. The infusion device was delivering an inaccurate amount of insulin. The meter result was 388 mg/dl at 2:05pm prior to the hospital visit. The patient was taken to the hospital around 3:40pm. The hospital result was 374 mg/dl. At the hospital, they removed the infusion device and treated the patient with insulin via IV. The patient was hospitalized from (B)(6) 2015. The reporter stated the patient was getting occlusion errors on the infusion device. The accessories for the infusion device were replaced and the patient's blood glucose level was still elevated. The patient switched to a back-up infusion device and the blood glucose levels went back to normal. Return of the suspect device was requested for evaluation.